Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown) during open heart surgery, the device was unable to discharge via internal paddles. Please reference medwatch report 1220908-2013-00083 for the report related to the first defibrillator used in the patient event. Complainant indicated that the patient subsequently expired.